Event description:
Consumer called to report low blood sugar incident. Went into a low condition, was in his basement, lost consciousness and hit his head. His wife called the ambulance and he needed defibrillation and was taken to the hospital. Believes his meter is not working correctly.

Manufacturer narrative:
Qa. {evaluation date/time: 08/07/2006, 2:51:49 pm, evaluated: contact a. Rc received one (1) purple paradigm link meter. The pir strip lot is unknown and test strips were not received. The returned meter was evaluated with a check strip (33772-a) and three (3) control solution (lot 505481 exp 11/2007) tests. [Results: e3; "ok"; qa control lot 6064087 (range 100-140mg/dl) - 131-, 132-, 132mg/dl]. There was one e3 error observed with unknown cause during the check strip test, subsequent tests were within specification. Cannot confirm complaint as a manufacturing defect. No further action is required. Note: this product will be retained as per current retention requirements.